Manufacturer narrative:
The customer runs a 3rd party reagent on system b of the analyzer. The customer moved the phosphate assay from system b to system a of the analyzer. No further issues have occurred since this action. The investigation determined the issue is consistent with an influence caused by the 3rd party reagent.

Manufacturer narrative:
The phosphate reagent lot number was 538502. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with phosphate (inorganic) ver.2 on a cobas 8000 c 702 module. The first sample initially resulted in a phosphate value of 5.3 mg/dl and it repeated as 3.8 mg/dl. The second sample initially resulted in a phosphate value of 4.9 mg/dl and it repeated as 2.5 mg/dl.